Manufacturer narrative:
Corrected data: d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the inability to cross the aortic valve during the catheterization was due to the "significant" stenosis of the prosthetic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 8 months following the implant of the transcatheter bioprosthetic valve, in a patient with a history of coronary artery disease and a left anterior descending (lad) artery stent, a cardiac catheterization was performed. The catheterization identified 80% stenosis of the ostial left circumflex and was referred to cardiac surgery for further consultation. Approximately 11 days later, the patient presented to the emergency department (ed) with chest pain and shortness of breath. A cardiac catheterization was performed which noted the lad stent was patent, but the physician was unable to cross the aortic valve. The chest pain had resolved the day following without sequelae. Approximately 19 days later, a work-up magnetic resonance imaging (MRI) indicated ¿significant¿ stenosis of the transcatheter valve. The chest pain was now reported due to the aortic stenosis (as). As result, an aortic valve replacement, valve explant, and coronary artery bypass graft (CABG) x1 was recommended. Approximately 18 days later, the patient the valve was replaced with a non-medtronic valve. The stenotic event resolved 5 days later without sequelae. The patient was discharged this same date.